Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient went into cardiac arrest while in the hospital. It was noted that the patient implantable cardioverter defibrillator (ICD) was shocking the patient but was not converting the rhythm. The device was interrogated and it showed twenty four attempted therapies without any successful termination of ventricular fibrillation (vf). The device was charged to max output and was only able to deliver one joule to the heart. The patient was externally defibrillated. The patient was intubated and had not regained consciousness at the time of staff checks. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. The performance data results indicated charging. The analysts noted that it was confirmed at 0.3j delivered on (B)(4) 2016.

Event description:
It was reported that the patient went into cardiac arrest while in the hospital. It was noted that the patient implantable cardioverter defibrillator (ICD) was shocking the patient but was not converting the rhythm. The device was interrogated and it showed twenty four attempted therapies without any successful termination of ventricular fibrillation (vf). The device was charged to max output and was only able to deliver one joule to the heart. The patient was externally defibrillated. The patient was intubated and had not regained consciousness at the time of staff checks. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.